Event description:
Initial information received from a consumer on (B)(6) 2010: a male patient who received treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unknown), experienced a lump under his left eye. He stated he received his last treatment in (B)(6) 2009 and now has knots in his face. He was injected under his eyes and in his chin. He stated he spoke with his physician who stated that he could put some more product around it to cover it. He stated he now has lumps under both eyes. No concomitant medications or medical history reported. No further information reported.